Event description:
It was reported that st elevation occurred. During a left atrial appendage (laa) closure procedure, a versacross connect kit and a watchman fxd double curve access system (was) were selected for use. The physician performed transseptal puncture (tsp) and after about two (2) minutes, st elevations were observed for a rapid period of time and patient went back to sinus rhythm. An interventional cardiology (ic) physician was consulted and gave contrast shot in coronary arteries. It was found that the patient had chronic disease with blockage in the right coronary artery. The ic physician put a stent in the patient. The watchman procedure was cancelled. The patient was kept overnight for monitoring. The physician noted that the tsp procedure did not contribute to the blockage.